Event description:
The surgeon attempted to implant an aa4203tf toric silicone lens. Prior to insertion into the eye, the lens would not advance through the cartridge. The cartridge touched the eye, but the lens was not inserted. No pt injury. The cause of the lens not advancing through the cartridge was unk.